Manufacturer narrative:
For the investigation the provided logfile was analysed. It was found the evita xl performed several warmstarts on the reported date of event at 2:38 o'clock. The root cause for this was a faulty mixer. The user turned the device off in the same minute. In case the evita xl detects a technical deviation, the ventilator performs a warmstart in order to solve the problem. An audible alarm is posted by the device and when the warmstart occurs, the device briefly powers off (8 seconds) and then back on. During this time, the evita emergency-breathing valve opens to allow spontaneous breathing. In the event of an unsuccessful warmstart, a continuous audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The device behaved as specified for such a failure while attempting warmstarts and alarming accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The device posted device failure with df10.99.11 alarm while on patient. After the device rebooted, the device continuously displayed the error message. Thus, the customer replaced the device. No injury reported.